Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is in-process visual inspection to check for catheter tubing and adapter damage. There is functional test in place for system penetration and catheter drag functional test that can detect cannula tip and catheter damage. In addition, there is functional test in place to check for catheter to adapter pull force. As no photo/sample is returned for evaluation, actual root cause could not be established.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: cathena. Device failure: connection issues.

Event description:
It was reported that bd cathena 20gx1.25instraight bc catheter defective / damaged one of our clinical xxxxx had an issue inserting a bd cathena pivc today. It was a 20ga, lot number 4178013, expiry 30/06/2027. On insertion into the vein the spring caused the sharp to forcefully eject and it landed on the floor, the spring remained in the catheter and therefore the pivc was removed as it could not be used correctly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.